Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('essure found in 2 pieces, but both essure removed completely') and pelvic infection ('pelvic infection'). In a 31-year-old female patient who had essure (batch no. 857593), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to undergoing the implantation of essure. Previously administered products, included for an unreported indication: depo provera and nuvaring. Concurrent conditions included: kidney stones, flank pain, hematuria, stress incontinence, rhinitis, helicobacter pylori infection, dysuria, panic attack and overweight. Concomitant products included: cortisone and diphenhydramine hydrochloride. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and abdominal distension ("other injury (ies) or complication (s) please describe: bloating"). On (B)(6) 2011, the patient experienced anxiety ("symptoms of anxiety"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), headache ("headaches") and pelvic pain ("pelvic pain/pain"). On (B)(6) 2012, the patient experienced the first episode of depression ("depression") and insomnia ("insomnia"). In 2012, the patient experienced mood swings ("hormonal changes: mood swings"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and vulvovaginal pain. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") with abdominal pain and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced nausea ("nausea") and abdominal pain upper ("stomach pain"). On (B)(6) 2013, the patient experienced back pain ("severe back pain"). In 2013, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cyst ("cysts"). And was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition: fibroids"). On (B)(6) 2014, the patient experienced respiratory disorder ("respiratory problems") and asthma ("asthma"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"). On (B)(6) 2015, the patient experienced haematuria ("blood in urine"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"). The second episode of depression ("psychological or psychiatric problems, condition: depression"), allergy to metals ("nickel allergy") with urticaria and rash and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy/bilateral proximal partial salpingectomy and bilateral proximal partial salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic infection, genital haemorrhage, back pain, anxiety, fatigue, migraine, weight fluctuation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, the last episode of depression, bladder disorder, headache, uterine leiomyoma, cyst, nausea, tooth disorder, weight increased, abdominal distension, insomnia, arthralgia, abdominal pain upper, respiratory disorder, asthma, haematuria and urinary tract disorder outcome was unknown. And the dysmenorrhoea, alopecia, dyspareunia, cystitis, urinary tract infection, vaginal infection, allergy to metals, pelvic pain and mood swings had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, bladder disorder, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, respiratory disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.5 kg/sqm. Hysterosalpingogram: in 2013: results, both fallopian tubes fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea,anxiety, insomnia, headache and pelvic pain, device breakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information and event "essure found in 2 pieces, but both essure removed completely" were added, auto narrative supplement were updated. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found in 2 pieces but both essure removed completely') and pelvic infection ('pelvic infection') in a 31-year-old female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included kidney stones, flank pain, hematuria, stress incontinence, rhinitis, helicobacter pylori infection, dysuria, panic attack and overweight. Concomitant products included cortisone and diphenhydramine hydrochloride. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and abdominal distension ("other injury (ies) or complication (s) please describe: bloating"). In (B)(6) 2011, the patient experienced anxiety ("symptoms of anxiety"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), headache ("headaches,") and pelvic pain ("pelvic pain/ pain"). In (B)(6) 2012, the patient experienced the first episode of depression ("depression") and insomnia ("insomnia"). In 2012, the patient experienced mood swings ("hormonal changes : mood swings"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and vulvovaginal pain. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") with abdominal pain and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced nausea ("nausea,") and abdominal pain upper ("stomach pain"). In march 2013, the patient experienced back pain ("severe back pain"). In 2013, the patient was found to have weight increased ("weight gain / loss specify which one :weight gain"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cyst ("cysts,") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2014, the patient experienced respiratory disorder ("respiratory problems") and asthma ("asthma"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"). On (B)(6) 2015, the patient experienced haematuria ("blood in urine"), 4 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), the second episode of depression ("psychological or psychiatric problems condition: depression,"), allergy to metals ("nickel allergy") with urticaria and rash and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy/bilateral proximal partial salpingectomy and bilateral proximal partial salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic infection, genital haemorrhage, back pain, anxiety, fatigue, migraine, weight fluctuation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, the last episode of depression, bladder disorder, headache, uterine leiomyoma, cyst, nausea, tooth disorder, weight increased, abdominal distension, insomnia, arthralgia, abdominal pain upper, respiratory disorder, asthma, haematuria and urinary tract disorder outcome was unknown and the dysmenorrhoea, alopecia, dyspareunia, cystitis, urinary tract infection, vaginal infection, allergy to metals, pelvic pain and mood swings had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, bladder disorder, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, respiratory disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in 2013: results: both fallopian tubes fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain,nausea,anxiety,insomnia, headache and pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included kidney stones, flank pain, hematuria, stress incontinence, rhinitis, helicobacter pylori infection and dysuria. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea,") and tooth disorder ("dental problems"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced abdominal distension ("other injury (ies) or complication (s) please describe: bloating"). In december 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6)2012, the patient experienced alopecia ("hair loss") and dyspareunia ("pain during intercourse"). In (B)(6)2012, the patient experienced the first episode of depression ("depression") and insomnia ("insomnia"). In 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), anxiety ("symptoms of anxiety"), cystitis ("bladder infection") with abdominal pain, urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge and vulvovaginal pain, pelvic pain ("pelvic pain/ pain"), mood swings ("hormonal changes : mood swings") and abdominal pain upper ("stomach pain"). In 2013, the patient experienced back pain ("severe back pain") and weight increased ("weight gain / loss specify which one :weight gain"). In (B)(6)2014, the patient experienced arthralgia ("joint pain"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"), cyst ("cysts,"), respiratory disorder ("respiratory problems") and asthma ("asthma"). On (B)(6)2015, 4 years 2 months after insertion of essure, the patient experienced haematuria ("blood in urine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("severe migraines"), weight fluctuation ("weight fluctuations"), the second episode of depression ("psychological or psychiatric problems condition: depression,"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), headache ("headaches,") and allergy to metals ("nickel allergy") with urticaria and rash. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic infection, genital haemorrhage, dysmenorrhoea, back pain, anxiety, fatigue, alopecia, dyspareunia, migraine, weight fluctuation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, the last episode of depression, bladder disorder, urinary tract disorder, headache, uterine leiomyoma, cyst, nausea, tooth disorder, allergy to metals, weight increased, abdominal distension, insomnia, arthralgia, pelvic pain, mood swings, abdominal pain upper, respiratory disorder, asthma and haematuria outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, respiratory disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: both fallopian tubes fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain,nausea,anxiety,insomnia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 31-year-old female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included kidney stones, flank pain, hematuria, stress incontinence, rhinitis, helicobacter pylori infection, dysuria, panic attack and overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and abdominal distension ("other injury (ies) or complication (s) please describe: bloating"). In (B)(6) 2011, the patient experienced anxiety ("symptoms of anxiety"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse") and pelvic pain ("pelvic pain/ pain"). In (B)(6) 2012, the patient experienced the first episode of depression ("depression") and insomnia ("insomnia"). In 2012, the patient experienced mood swings ("hormonal changes : mood swings"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and vulvovaginal pain. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") with abdominal pain and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced nausea ("nausea,") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced back pain ("severe back pain"). In 2013, the patient was found to have weight increased ("weight gain / loss specify which one :weight gain"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cyst ("cysts,") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2014, the patient experienced respiratory disorder ("respiratory problems") and asthma ("asthma"). On (B)(6) 2015, the patient experienced haematuria ("blood in urine"), 4 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), fatigue ("fatigue"), migraine ("severe migraines"), weight fluctuation ("weight fluctuations"), the second episode of depression ("psychological or psychiatric problems condition: depression,"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), headache ("headaches,") and allergy to metals ("nickel allergy") with urticaria and rash. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection, genital haemorrhage, back pain, anxiety, fatigue, migraine, weight fluctuation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, the last episode of depression, bladder disorder, urinary tract disorder, headache, uterine leiomyoma, cyst, nausea, tooth disorder, weight increased, abdominal distension, insomnia, arthralgia, abdominal pain upper, respiratory disorder, asthma and haematuria outcome was unknown and the dysmenorrhoea, alopecia, dyspareunia, cystitis, urinary tract infection, vaginal infection, allergy to metals, pelvic pain and mood swings had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, respiratory disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in 2013: results: both fallopian tubes fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea, anxiety, insomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. Updated outcome of events vaginal infection, pelvic pain, depression, mood swings, bladder infection, urinary tract infection, dysmenorrhea, nickel allergy, hair loss, pain during intercourse from unknown to recovered / resolved. Reporter address, event onset date was updated. Removal date, concomitant condition, patient weight added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included kidney stones, flank pain, hematuria, stress incontinence, rhinitis, helicobacter pylori infection and dysuria. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea,") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal distension ("other injury (ies) or complication (s) please describe: bloating"). In (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives,") and rash ("rashes / skin rashes"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced the first episode of depression ("depression"), vaginal discharge ("vaginal discharge") and insomnia ("insomnia"). In 2012, the patient experienced anxiety ("symptoms of anxiety"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic infection ("pelvic infection"), pelvic pain ("pelvic pain/ pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes : mood swings") and abdominal pain upper ("stomach pain"). In 2013, the patient experienced back pain ("severe back pain") and weight increased ("weight gain / loss specify which one :weight gain"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"), cyst ("cysts,"), respiratory disorder ("respiratory problems") and asthma ("asthma"). On (B)(6) 2015, 4 years 2 months after insertion of essure, the patient experienced blood urine present ("blood in urine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), migraine ("severe migraines"), weight fluctuation ("weight fluctuations"), the second episode of depression ("psychological or psychiatric problems condition: depression,"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), headache ("headaches,") and allergy to metals ("nickel allergy"). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, anxiety, fatigue, alopecia, dyspareunia, migraine, weight fluctuation, vaginal haemorrhage, menorrhagia, urticaria, rash, cystitis, urinary tract infection, vaginal infection, pelvic infection, female sexual dysfunction, the last episode of depression, bladder disorder, urinary tract disorder, headache, uterine leiomyoma, cyst, nausea, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension, insomnia, arthralgia, pelvic pain, vulvovaginal pain, mood swings, abdominal pain upper, respiratory disorder, asthma and blood urine present outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, bladder disorder, blood urine present, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, rash, respiratory disorder, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: both fallopian tubes fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain,nausea,anxiety,insomnia most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs + mr received- new events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hives, rashes, infection (bladder/ urinary tract/vaginal) type: all, apareunia (inability to have sexual intercourse), infection (other) describe: pelvic, psychological or psychiatric problems condition: depression, rashes or skin conditions type: skin rashes, bladder or urinary problems or changes, headaches, reproductive system disorder or condition type of disorder or condition: fibroids, cysts, nausea,dental problems, nickel allergy, pain, vaginal discharge, weight gain, hair loss, other injury (ies) or complication (s) please describe: bloating , insomnia, joint pain, vaginal pain , stomach pain were added. Lot number and new reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.